Manufacturer narrative:
The glidescope avl video baton 3-4 was replaced for the customer. The video baton was returned to verathon for evaluation. The technical service representative confirmed the video baton did not produce an image when connected to a test video monitor. In addition, it was noted that the camera housing on the video baton was damaged allowing the camera to spin on the flexible tubing. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the customer received a replacement video baton and there are no repairs available the returned video baton was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an intermittent image. Reportedly the image cuts out when the video baton flexible tubing is manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.